Event description:
Note: company's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on pts. According to the hospital, during a case the anesthesiologist was bagging a pt, the bushing cracked and came off of the anesthesia machine. The hospital reported that the breathing bag was immediately replaced. The hospital further reported that there was no harm to the pt. The hospital also reported finding an add'l three breathing bags with split bushings in their inventory. According to the hospital the 3 add'l split bushings occurred after squeezing them (amount of force used is unk.)